Manufacturer narrative:
Additional information: d9, g3, g4, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The visual examination of the provided sample showed that the sample was returned with its original packaging. All packaging were found opened. The mesh was found contaminated. The mesh was not found folded. The mesh dimension, the central cutting and the sewing between the flap and the mesh were found as expected. The yarn crossing was found not complete. The last loop of yarn on the mesh was missing. It was reported that mesh was torn. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: the anatomical, folding with slit mesh is designed for the repair of inguinal hernias by laparoscopic surgical approach. This mesh is provided with a non-absorbable pre-placed yarn. This yarn allows mesh folding before introduction through the trocar port during laparoscopic placement and is removed after the mesh is deployed in the cavity. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic totally extraperitoneal (tep) hernioplasty, while the urologist preparing to use the mesh, it was found the mesh's line was snap. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.